Event description:
Olympus received a letter from the FDA on (B)(4) 2007 requesting add'l info regarding an MDR (MFR report number (B)(4)) that was submitted by a user facility. The user facility reported that an olympus video processor was involved in an adverse event. The user facility was contacted for add'l info, and the user facility reported that a pt was admitted in the hospital with a gastrointestinal bleed. The pt underwent an esophagogastroduodenoscopy, during which the video image blacked out and delayed the procedure for approx 24 minutes. The users stated that endoscope was connected incorrectly to the light source, which caused the loss of video image during the procedure. The connection was corrected and the procedure was completed with the same devices. Shortly following the procedure, the pt expired. The surgical services director indicated that the loss of video image may have impacted the pt's outcome.

Manufacturer narrative:
The devices used during the reported event were not returned to olympus for investigation. The user facility reported that the devices were working properly with no problems. The user facility stated that the cause of the blacked out video image during the procedure was due to operator error, as the devices used were not setup correctly. An olympus endoscope support specialist has been dispatched to visit the user facility to conduct an in-service training on how to properly use the device. This report is being filed as an MDR in an abundance of caution.